Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital haemorrhage ('haemorrhage'), uterine injury ('uterine lacerations'), genital injury ('fallopian tube lacerations') and loss of consciousness ('blackouts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("dental problems (loss of teeth)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual cycle irregularity (heavy or non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("impaired vision"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight variations (both weight gain and weight loss)"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating") and peripheral swelling ("swelling of the hands and ankles") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, uterine injury, genital injury, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, loss of libido, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, joint swelling, uterine leiomyoma, hyperhidrosis and peripheral swelling outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of consciousness, loss of libido, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, visual impairment, vomiting and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital haemorrhage ('haemorrhage'), uterine injury ('uterine lacerations'), genital injury ('fallopian tube lacerations') and loss of consciousness ('blackouts') in 3 female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. It is not possible to identify which events occurred to which patient. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("dental problems (loss of teeth)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual cycle irregularity (heavy or non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("impaired vision"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight variations (both weight gain and weight loss)"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, uterine injury, genital injury, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, loss of libido, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, loss of consciousness, loss of libido, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, visual impairment, vomiting and weight fluctuation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.